Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 552 mg/dl; cause was unknown. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.